Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient felt a notifier and went to the clinic. Review of the session record revealed vf episode. The patient had afib and went into vf. The device detected and diagnosed vf and atp was delivered. Low hv lead impedance was noted and aborted shock. The patient returned to sinus on its own. Lead replacement was suggested after reviewing hv lead impedance and episodes. The lead was explanted and replaced. The patient was stable.